Manufacturer narrative:
The subject device has not yet been evaluated. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly following the investigation.

Event description:
It was reported that a defect was found in the needle attachment system, unable to block sleeve. There was no patient involvement reported on this event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 09-dec-yyyy. Correction has been that this event has been determined to be reportable. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Inspection of the returned device was unable to confirm the customers complaint. The device was in good condition and operated as intended. The needle deployed smoothly and stylet passed easily. The laser-cut hypotube (lch) was deformed from its manufactured shape though this did not effect functionality during testing. The depth setter, and sheath adjustor assembly functioned as intended. Additionally the device successfully mated to a sample scope and locked securely in place using the included biopsy port adapter. The reported phenomenon could not be confirmed. Device functioned as intended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.